Event description:
It was reported during a ptca/stent procedure an attempt was made to place the stent. Strong resistant was felt and the stent delivery system could not be advanced to the lesion. The delivery system was removed through the guiding catheter (contrary to IFU) after removal of the stent delivey system, it was noted that the stent was not on the balloon. A snare was used to retrieve the stent. Pt is reported as fine.